Event description:
I recently switched from a beltec cozmo insulin pump to a animas one touch ping pump. The devices adjust the recommended doses differently when insulin on board is present. The animas will not subtract the iop from the recommended dose if you are above target, but will subtract it if you are below target. So in this situation, the difference in blood glucose of 99 vs 101 (target 100) results in several additional units of insulin being dispensed in the case of just above target. Fortunately, I was wearing a continuous glucose monitor and caught the extra insulin and treated the low bg with apple juice to avoid hypoglycemia. I notified the pump MFR of this issue, but they have failed to respond to my concern. Further concerns were also conveyed about the inability to fine tune the required insulin dose. While most settings on the pump allow the doses to be dispensed in as fine as 0.05 units, the major determinate of the dose is the insulin to carb ratio. This can only be set in integer values. I need 4.3, previously calculated with my deltec. I have only a choice of 4 or 5. If I take a meal with 60 grams of carbohydrates, I have a choice of 15 u or 12 u. This is a significant difference in dose and the value 4.3 should be allowed in the set up parameters of the pump. So now I have a choice of under or over dosing in a very course amount of 3 units. I have a similar problem with my wife¿s one touch ping from animas. Hers was set at 6 and we want to make a slight increase to 5.5 but the only option is 5.0 or 6.0. I feel strongly that this is an inferior product to the others available in the market place and should be immediately corrected. This should all be capable of being done with a minor software upgrade, but animas will not respond to my requests. Dates of use: (B)(6) 2011.